Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient underwent a procedure (date not reported) to excise the excess tissue. The implanted device remains.